Event description:
The catheter broke off in the pt and had to be removed from the pulmonary artery. The port had been placed for antibiotic therapy. They removed the port and replaced it with a PICC.